Manufacturer narrative:
(B)(4). D10: arcom 28mm rngloc lnr hwall 23, item# 11-105903, lot# 688297 unknown cup, item # unknown, lot# 702205 unknown head, item # unknown, lot# unknown g2: foreign: georgia the device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient needs to undergo a revision twenty years post implantation due to pain. The patient is unable to walk without a walking stick and pus may have accumulated in the patient's hip. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure twenty years post implantation due to pain. The patient was unable to walk without a walking stick and pus may have accumulated in the patient's hip due to the implants. Only the liner has been exchanged at this time. There is no additional information available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure approximately seventeen years post implantation, due to implant wear, pain and difficulty ambulating. Only the liner has been explanted at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, b7, e1-e4, g3, g6, h1, h2, h11. The following section was corrected: d6a: implantation date is sometime in 2007. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h1-h4, h6, h11. The following section was corrected: d4. As the stem remains implanted, product was not returned and visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories found no additional related complaints for these items. Limited medical records were provided and reviewed by a health care professional. The review confirmed a revision due to liner wear and the poly liner was placed with no other components noted as exchanged. Radiographs were provided and reviewed by a radiologist. The review identified a right hip arthroplasty with abnormal superior position of the prosthetic femoral head within the acetabular cup due to severe liner wear. There is extensive osteolysis along the acetabular implant and advanced proximal femoral osteolysis. There is no fracture. Bone quality is osteopenic. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined in relation to the bi-metric stem for the reported pain and further osteolysis found on the x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.